Event description:
The customer reported a vent inop condition; if it were to occur during use it could cause the unit to shut down. If the unit shuts down an audible alarm will alert the user. No patient involvement reported.